Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow path was cleaned to resolve the issue.

Event description:
The hospital reported a malfunction causing over delivery of pressure in the patient circuit. There was no report of patient involvement.